Event description:
Customer stated they got equate antibacterial flexible fabric bandages, 10 count had a side effect happen to him. Went to bed and when he woke up it was irritated and infected his wound area.

Manufacturer narrative:
Customer stated they got equate antibacterial flexible fabric bandages, 10 count had a side effect happen to him. Went to bed and when he woke up it was irritated and infected his wound area. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.